Event description:
Reportedly, during a follow-up, it was observed a high impedance (>3000 ohms) on the ventricular epicardial lead and a high threshold. A new epicardial lead placement occurred. However no capture and impedance >3000 ohms was observed. A new pacemaker was connected with normal sensing, impedance and threshold. Both leads were tested after disconnection and with normal parameters. The explanted pacemaker was returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.